Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of srom hinge poly and hinge pin for arthfibrosis and questioning if infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revision of srom hinge poly and hinge pin for arthfibrosis and ? Infection¿. The product was not returned to depuy synthes, however radiographs were provided for review. See attachment "img_1162.jpeg and img_1161.jpeg". The x-ray evidence review revealed that the lps univ tib hin ins sm 12mm presented no evidence of a device nonconformance. No defects that could have contributed to the reported event were identified. The overall complaint was unconfirmed as the observed condition of the lps univ tib hin ins sm 12mm would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.